Event description:
Patient reported pain, huge itching, one breast has grown. Healthcare professional later reported capsular contracture, baker grade unknown and acute swelling on one breast. Affected side is left. Device remains implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: capsular contracture, baker grade unknown.